Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, a review of the black box and alarm history revealed multiple ¿cs088¿ watch dog alarms. The battery compartment and cap were undamaged. The pump¿s ¿ez-prime¿ steps were performed correctly, and no ¿cs088¿ alarm or any error occurred during the investigation. Investigators were unable to duplicate the ¿cs088¿ complaint. The pump¿s cover was removed, and no intermittent condition was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.